Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Several attempts have been made to obtain a copy of the laboratory test results and additional details on the device status. No further information has been received from the facility. An exact root cause was not determined. However, cross-contamination or failure to strictly adhere to the cleaning and disinfection instructions outline in the instructions for use (IFU) are potential root causes. Livanova (B)(4) sent out a field safety notice in june 2015 to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Unit still in use at facility.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4) . Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4).. Through a follow-up communication with the customer, sorin (B)(4) group learned that the unit tested positive mycobacterium gordonae. The unit has been cleaned and is in service used within the operation theatre. The customer stated that regular cleaning cycles have been performed per instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2016, sorin group (B)(6) received a user medwatch report (2300380000-2016-8007) stating that the sorin heater-cooler system 3t tested positive for mycobacterium. The species was not identified in the report. The report indicated that the facility performs routine testing on all 8 units in use at the facility every 6 weeks, and that only 1 unit of the 8 tested positive for contamination. There is no known patient involvement.